Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to the y100 component not oscillating. The root cause for the defective component was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.